Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure. Symptoms/ae: blurred vision, right eye. It was reported that during a right internal carotid artery stenting procedure, the patient experienced blurred vision in the right eye. It was noted that tpa was administered, since it was felt that this may have been related to a thrombus, and the patient would be assessed after 6 hours for possible resolution. An angio showed good perfusion to the right side carotid and the anterior artery, but the patient had blurred vision in the right eye. The patient claimed that the blurred vision occurred prior to post-dilatation. It was noted that the patient regained the majority of the vision except a small portion in the right eye medial space. The patient was discharged 3 days later. No additional information available.

Manufacturer narrative:
The rx accunet part#1011649-45, lot#6020151, indicated, is being reported under manufaturer report number 3004742046-2006-00536.